Event description:
It was reported that there was a failure on the home choice (hc) during use. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The homechoice (hc) was returned and analyzed. An event history log review identified a system error (se) 2084 and a se 2279. No abnormalities were identified during internal/external inspections. The device passed all functional testing. No additional defects were noted during evaluation. Although identified in the alarm logs, neither se was able to be duplicated during sample analysis. A service history review revealed that the device was previously serviced on (B)(6) 2013 for an unknown failure. All specifications were met during the previous service event. A device history record review did not identify anything unusual during the manufacture of the device. The cause of the two discovered alarms was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Actual occurrence date and the therapy date is unknown. The device was reported to be available but has not yet been received. Should additional relevant information become available, a supplemental report will be submitted.